Manufacturer narrative:
· Internal review of qc release data for affected eplex rp2-eua lot 53673764 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Event description:
On (B)(4) 2020, genmark was advised of two samples that generated unexpected negative results, for sars-cov-2, across three consumables on the rp2 panel. Both samples were tested between (B)(6) 2020. Data was analyzed per internal procedures and confirmed tests did not generate a signal for the sars-cov-2 target. Sample one was tested on the rp2 assay for a total of 2 separate runs, which generated negative results for sars-cov-2. Sample two also generated negative results for the sars-cov-2 target. An unspecified bd assay was the comparator method, yielding results with CT values between 35-37.